Manufacturer narrative:
Further information was requested, but not provided.

Event description:
Related manufacture reference number: 2017865-2022-48439. It was reported that the patient presented during generator exchange procedure. During procedure, it was noted that it was difficult to remove the setscrew from the header with a torque wrench. An implanted lead was also removed due to an unknown cause. The procedure was completed on 22 nov 2022 with no patient consequences.